Manufacturer narrative:
Product not returned for analysis.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure the lead was unable to be implanted into the veins for an unspecified reason. The patient was discharged.

Manufacturer narrative:
The reported event was ¿lead was not going through the veins¿. As received, a complete lead with an implant tool was returned in one piece for analysis. X-ray and visual inspection of the lead found no anomalies. Dimensional analysis of the ring electrodes was all within specifications. The s-curve hump height was measured within specifications.

Manufacturer narrative:
Correction: previously reported g4 should have been (B)(6), 2021 rather than (B)(6), 2020.